Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2012 and suture was used. The needle tip broke off after using it to close the uterus. The scrub nurse found it in the tip of the dissecting forceps.